Event description:
Boston scientific crm received information that this patient experienced syncope and went to the hospital. The physician reviewed the device electrograms (egms) and noted several episodes of oversensing due to noise. An x-ray analysis of the cardiac resynchronization therapy defibrillator (crt-d) system revealed anomalies on the lead electrode. The report did not distinguish which lead electrode was affected. The next day, a new non-boston scientific system was implanted, and this crt-d along with the chronic leads were explanted without further incident. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic visual inspections noted no irregularities. All seal plugs intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Lead impedance testing was performed and all measurements were within normal range. As the device met all design specifications, analysis was unable to confirm the reported noise or oversensing issue.